Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had unresponsive buttons and frozen display. Troubleshooting was performed. It was stated that the time on the insulin pump was not changing. No alarm occurred during or after time the buttons were not responding. No further information was provided.